Manufacturer narrative:
Updated fields- b4, b5, e1(initial reporter), g3, g6, h2, h3, h6 codes (inv estigatio types, findings, conclusion, components), h11 no decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint ID- (B)(4).

Event description:
It was reported that when implanting a 50cc intra-aortic balloon first, after the patient was prompted that there was blood in the balloon. After removing it, it was confirmed that there was blood inside the balloon. So, a new 40cc balloon was replaced. During the implantation process, it was found that the central cavity of the balloon was folded and could not be successfully implanted into the blood vessel. After replacing it with a new 40cc balloon again, the implantation was successful. There was no harm reported.

Manufacturer narrative:
Updated fields- b4, g3, g6, h2, h11. Corrected fields- g1(contact office).

Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6)hospital and address is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that when implanting a 50cc intra-aortic balloon first, after the patient was prompted that there was blood in the balloon. After removing it, it was confirmed that there was blood inside the balloon. So a new 40cc balloon was replaced. During the implantation process, it was found that the central cavity of the balloon was folded and could not be successfully implanted into the blood vessel. After replacing it with a new 40cc balloon again, the implantation was successful.

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval?, return to manufacture date), g1 (contact person ¿ mfg site), g3, g6, h3, h6 (type of investigation, investigation conclusions), h11. The product was returned with the membrane completely unfolded. No sheath returned with the device. Blood was observed on the exterior of the iab. One kink was observed on the catheter tubing approximately 76.2cm from the iab tip. The inner lumen was found to be occluded. The occlusion was able to be cleared. The t-handle was returned for evaluation, and no damage was found. The pressure tubing was also included in the kit and remained unopened. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed, and no leaks were detected. The evaluation could not confirmed the reported failure. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Reference complaint ID (B)(4).